Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The pump was sent to the service center for repair. Tested was performed and the reported issue was confirmed. Replacement springs and tips were installed in the pump and it was tested and functioned as expected. This complaint can be confirmed. This pump is about three years old and the springs and tips are a wear item that should be replaced on a regular basis. Also, the lower console and console assemblies were damaged and had to be replaced. There were no patient consequences and the delay in the surgery to swap out the pump was two minutes. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for the serial number of this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Fms vue pump not monitoring/reading pressure correctly, too much pressure to joint, sr troubleshot pump and changed cables. Pressure was set at 80 and jumped to 130, sr changed it to 50 but high pressure still existed. Used another pump to complete knee scope surgery delayed enough to change pumps, no injury to patient, hospital owned. Response from sales rep received (B)(6) 2017: as a result of the high pressure was there any extravasation or swelling in the joint? No. We stopped it quickly. When was the issue detected? During the case. I heard the pump beep and notice pressure go up. What was the failure, and how was it triggered? The pressure spiked because of a defective hand control. Were alternatives readily available? Yes. Disconnected the hand control and replaced it. Issue was resolved. Was the procedure able to be completed? Yes. Any patient or clinician impact? No. Response from rep received 10-23-2017: the pump was not working properly. We used the pump as a solo pump. Air was able to flow backwards past the inflow wheel towards the fluid bags. This happened when the shaver was not engaged and the outflow was shut off. Once the shaver was engaged the pump would work hard for a long period of time to push the air past the inflow wheel and catch up to the pressure. We used two different tube sets and it was still an issue. I made sure to check that the tubing was connected properly. Once we traded the pump out it was no longer an issue.